Event description:
On (B)(6) 2022, (B)(6) healthcare was notified of an incident regarding a full electric bariatric bed. The end user reported that the "head will not go up and the bed will not come down when raised," and that she is currently in the hospital with bed sores that she developed when the bed was not working properly. Drive has not received any further information regarding how the bed's failure to raise and lower caused the end user's bed sores. However, drive is currently investigating the incident, including attempting to retrieve the product to inspect it.